Event description:
It was reported that during a rectum resection procedure, the device created an incomplete staple line. No further information is available. Hand suturing was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the sdh29 device arrived in good visual condition. The breakaway washer and present, uncut and with staples present, however, it was noted that the staples were protruding. It should be noted that if the firing sequence is not complete, you could deploy the staples without cutting the washer. The device was tested for functionality and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.